Event description:
Procedure: gastrectomy. According to the reporter: seven days after surgery, a minor leak was found. After surgery, bloody drainage was seen. There was no poor staple formation. There was oozing noted during the initial surgery. The pt was still in the hosp as of 2009. The pt did not require additional surgery. However, an endermatic drainage was placed.